Manufacturer narrative:
Insulin pump received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. Insulin pump received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Event description:
It was reported that the insulin pump had cracked on the back near belt clip. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that they were not able to get the insulin pump to connect to their sensor or transmitter. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.